Event description:
Follow up with the clinic confirmed that the event was due to the patient receiving phrenic nerve stimulation from the lv lead. The lv lead was reprogrammed and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that one day post implant of the cardiac resynchronization therapy defibrillator (crt-d) the patient experienced chest pain and their heart "bumping" hard and fast. The patient noted that the device was "going off" and felt their heart rate was higher than it should be. The patient stated they were not receiving a shock. The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.